Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that "the gears do not match actual values". This appears to suggest that the energy output from the defibrillator does not match what is indicated by the energy select switch. The customer reported that "the gears do not match actual values". This appears to suggest that the energy output from the defibrillator does not match what is indicated by the energy select switch.

Manufacturer narrative:
.